Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly and staple line did not hold. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.